Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that a patient presented with abdominal aortic and common iliac aneurysm that were intended to be treated with gore® excluder® aaa and gore® excluder® iliac branch endoprostheses. After the iliac branch component was partially deployed, the physician reported not being able to advance the internal iliac component due to tortuous vessel anatomy and calcification. The physician reported that the patient experienced a aneurysm rupture at this time. The cause of the rupture is unknown. It was stated that the procedure was then converted to open surgery. The patient died due to hemorrhagic shock later in the evening the same day.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release specifications. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to aneurysm rupture.